Event description:
The patient reported feeling a "little tinge in my heart" while shaving a few days earlier, apparently with an electric or battery-operated shaver. The patient has since been feeling fine with occasional "tinges" occurring. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pacing lead, (B)(6) 2013. (B)(4).